Event description:
A report was received that the patient was explanted due to infection at the ipg and lead sites. The symptoms were pain, redness and drainage. The patient recently underwent a pocket revision (see MFR report number #3006630150-2012-00964) but the physician does not feel the infection is device or procedure related. The patient was administered oral and IV antibiotics and is reportedly doing well.

Event description:
A report was received that the patient was explanted due to infection at the ipg and lead sites. The symptoms were pain, redness and drainage. The patient recently underwent a pocket revision (see MFR report number #3006630150-2012-00964) but the physician does not feel the infection is device or procedure related. The patient was administered oral and IV antibiotics and is reportedly doing well.

Event description:
A report was received that the patient was explanted due to infection at the ipg and lead sites. The symptoms were pain, redness and drainage. The patient recently underwent a pocket revision (see MFR report number #3006630150-2012-00964) but the physician does not feel the infection is device or procedure related. The patient was administered oral and IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm. The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.